Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The bipap a30 was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, multiple error codes was found in the ventilator's downloaded error log. During the evaluation there were no reported technical findings, the unit worked within perimeters, software was updated. It was confirmed that there was no visible particles or foam degradation. This device has been serviced, inspected, tested and met acceptance criteria in accordance with all of the applicable customer requirements.